Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed striae on the right eye (od) at 7 day post op exam. A brief description from the surgery center indicated the patient had called the treating surgeon to complaint about the right eye was blurry. The slit lamp revealed that there was striae noted on the right eye nasally. The patient had a bruise on right eye lid consistent with trauma from the frame of the (B)(6) glasses the patient had been wearing. The patient claims since day one of initial treatment, the right eye was blurry but did not show up to the one day post op appointment that was scheduled. In addition, the patient claims the sunglasses that were given to him from the surgery center did not fit and pushed the eye so that the sunglasses from the surgery center could not be worn. The patient experienced loss of best correct visual acuity on both eyes as best corrected visual acuity post op was right eye (od) 20/100 and left eye (os) was 20/30 at the one week post op exam. Furthermore, the surgery center stated the patient has not shown up for any post op exams and has the striae on the right eye causing decreased vision consistent with recent trauma. The flap was lifted and repositioned to resolve the striae on the right eye. Pre-op; bcva from (B)(6) 2016: right eye pre-op 20/20 1.50 x -1.50 x 100. Left eye pre-op 20/20 2.25 x .00 x 90. Post op: bcva from (B)(6) 2016: right eye post-op 20/100. Left eye pre-op 20/30.